Event description:
It was reported that the patient experienced frequent low flow alarms and low flow software was requested to be installed on the patient's system controller. The low flow software was installed on the patient's backup system controller. Log files were reviewed and captured numerous low flow events on (B)(6) 2024. There appeared to be no device issue causing these events. There were no other unusual events seen in the log files. The patient was aggressively volume repleted with no change in ventricular assist device (vad) flows. Additionally, the aortic valve opened every beat and with an increase in speed and there was no change in the left ventricle size. Additionally, the valve was unable to be closed. The system controller was exchanged on (B)(6) 2024, and it was requested that the new system controller also have the low flow software installed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller ((B)(6)) was exchanged and it was requested that the new system controller have the low flow software installed. It was noted that these low flow alarms were due to an extrinsic outflow graft obstruction (eogo). On (B)(6) 2024, the system controller ((B)(6)) had a pin break off on the white ac cable and became stuck in the new system controller cable. The data was not able to be transmitted to the system monitor. The system controller was exchanged, which resolved the issue.

Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed by an onsite abbott representative, as well as through the evaluation of the submitted log files. The account reported that the cause of the alarms was an extrinsic outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for analysis and the device was not returned for evaluation. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events. No other notable events were captured. The pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D, are currently available. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed by an onsite abbott representative, as well as through the evaluation of the submitted log files. The account reported that the cause of the alarms was an extrinsic outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for analysis and the device was not returned for evaluation. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively determined through this evaluation. It was reported that a low flow software update was installed on 13sep2024 on the patient¿s backup controller due to the patient experiencing frequent low flow alarms. Evaluation of the submitted log files confirmed the reported low flow events. No other notable events were captured. The pump appeared to operate as intended at the fixed speed. Additional information revealed that the patient was aggressively volume repleated with no change in ventricular assist device flows. Additionally, the aortic valve opened with every beat and despite an increase in speed there was no change in the left ventricle size and the valve was unable to be closed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Additionally, section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.